Event description:
Reportedly, four cryocyte freezing containers broke during vapor phase transition from liquid nitrogen storage. Cells were lost during this event. Sufficient back up cells were available and the pt was not effected by this event. The samples have been returned and awaiting evaluation by engineering and the mfg site. Complaint file # 97fr108.